Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, vascular perforation is an inherent risk of any electrode placement.

Event description:
During an atrial fibrillation ablation procedure a pericardial effusion occurred. Prior to the start of ablation a baseline effusion was observed via intracardiac echography. While ablating on the roof of the left atrium near the left atrial appendage a steam pop was noted by the user. The user was preparing to implant a watchman left atrial appendage closure device when the baseline effusion was noted to have increased, requiring a pericardiocentesis. The patient remained stable at this time but was transferred to the operating room for a pericardial window to treat the effusion.